Manufacturer narrative:
Philips service replaced the fdc and reseated the host pc memory, restoring the device to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoro was not functioning due to a host pc memory error on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.